Event description:
It is reported that revision surgery was performed to remove an es2 screw that had migrated and was now causing the patient pain. During the revision surgery, while the surgeon was removing a different screw, the screw appeared to have fractured. Upon review of the pre-operative x-ray, the surgeon noticed that the other es2 screw had fractured before the revision surgery. Both screws were removed. This report captures the migrated screw.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog and no adverse trends were observed. The date of initial surgery is unknown. Revision surgery was performed on (B)(6) 2021. Patient's detail including activity level and bone quality are unknown. Operative notes and x-rays were not provided. Due to lack of information and device not returned, an exact cause of the migration of screw cannot be determined. Potential causes include: inadequate initial construct/ excess torque applied on the construct, poor bone quality of patient, patient non-fusion, high activity level, patient fall, etc. Status and location of the device is unknown.